Event description:
A customer reported to baxter (B)(4) a flogard IV solution administration set in which a leak was observed. The alleged defect was observed before use. Therefore, there was no patient involved. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received but is in the process of evaluation. If additional information becomes available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed that the tubing was under inserted into the lower y-site. The set was then underwater tested at 0.56 bar and a leak was revealed from the junction of the lower y-site and the tubing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be under insertion of the tubing to the y-site. As a corrective action, this complaint shall be communicated to the manufacturing area and quality assurance responsible at the plant for the production of the code mentioned in this complaint to ensure awareness of this complaint and strict adherence to relevant requirements. A batch review was performed on the reported lot with no deviations found.